Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenace (pm), it was observed that there was physical damage, the device would not remain securely connected to the stand. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response by the biomedical engineer (bme) received 22jan2025, it was confirmed that the damage on the vent was where the thumbwheel attached to the central processing unit (cpu) tray cover. The threaded standoff on the cpu tray cover was damaged. The bme ordered and replaced the cpu cover tray, to resolve the reported issue. It was confirmed that the device is now able to be secured to the stand properly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.